Event description:
A hospital in another country reported to us that there were no slits at the auction port end of the rt021 catheter mount - lot no. 070213. No patient injury was reported.

Manufacturer narrative:
Method: complaint device not returned yet - lot number provided: 070213. An initial investigation has been done based on the event description and previous investigations. Results: our records indicate that this is the only such complaint received for the given lot number to date. The rt021 suction port seals are supplied to fisher and paykel healthcare. Our supplier has been notified of the fault, and further training has been provided to our manufacturing personnel on inspection of the split in the seal. The lot date on this complaint shows that the product was manufactured before notification to the supplier and before training took effect. Conclusions: this is a known problem and is due to a manufacturing error. We will be following up with our supplier on this issue. The occurrence rate for such complaints is less than 0.024% worldwide for the last year. We will continue to trend and monitor all complaints for this fault.